Event description:
It was reported that the procedure was performed to treat a lesion in the heavily tortuous proximal left anterior descending artery. The 3.5 x 28 mm xience xpedition stent was deployed at the target lesion; however, during inflation of the stent delivery system balloon, a dissection occurred. It was noted that the stent was not fully apposed to the artery wall. An additional 3.5 x 28 mm xience xpedition stent was deployed to treat the dissection and appose the stent. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported patient-device incompatibility (wall apposition) appears to be related to the operational context of the procedure. Additionally, a conclusive cause for the reported patient effect, and its relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.